Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation, noise was detected on the right atrial lead. The physician capped and replaced the lead on (B)(6) 2022. The patient was in stable condition throughout the procedure.

Event description:
New information noted there was suspected insulation damage on the atrial lead.